Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
The product was received and evaluated. An external visual inspection was performed and no damage was found. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient had an adverse event when they noticed the sensor was bent and the wearable had not paired. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new wearable around 10:00pm and then the patient immediately went to bed. Upon waking up on (B)(6) 2025, the patient noticed that the sensor had a bent wire upon insertion and never paired. The patient was wearing a tandem insulin pump. The patient was also experiencing high ketones, increased urination, dizziness, and vomiting. The patient¿s bg meter reading was high mg/dl. The patient self-treated with a 30 units insulin injection. Despite treatment, her symptoms persisted. The patient¿s parents called their doctor, who advised for the patient to go to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka). Her bg meter reading was 452 mg/dl and unspecified blood tests were done. The patient was treated with zofran, IV fluids and insulin. The patient was discharged home after approximately 13 hours. The patient was still feeling sick and nauseated at the time of report. Data was provided for investigation. Confirmation of the allegation and probable cause could not be determined. However, a sensor failure during warmup was found in connection with the allegation on (B)(6) 2025. The sensor was started at 10:19 pm and failed at 10:24 pm. The app delivered a sensor failed alert at vibrate only and was acknowledged immediately. No additional patient or event information is available.